Event description:
The customer reports that CPR malfunction occurred while the patient required resuscitation due to a heart attack. There was no injury as a result of the claim. The caregivers took the patient to the floor and proceeded to resuscitation. The customer informed arjo sales representative that the patient had died 3 days after the event. The patient was in a critical condition and the death is not related with the CPR malfunction. Allegedly the CPR mode was difficult to activate. The device is pending technical evaluation.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Manufacturer narrative:
Some discrepancies in the provided data has been identified which require additional clarification. The investigation is therefore still in progress. The supplemental report will be provided once the investigation is completed.

Manufacturer narrative:
It was found that the valve could not open as it was blocked. An investigation towards the cause of the blockage is ongoing. Conclusions will be available upon the investigation completion.

Manufacturer narrative:
The discrepancies have been clarified. The involved product is no longer available for evaluation. Investigation competion is ongoing. Once it is completed, a final report will be provided.

Manufacturer narrative:
UDI: (B)(4). The device is distributed outside the us and no gudid information exists. The customer reported that during a resuscitation, a CPR (cardio-pulmonary resuscitation) unit located at the mattress, could not be opened. The caregivers took the patient to the floor and proceed the resuscitation. The patient passed away 3 days later. The customer stated that the CPR issue did not influence the patients' outcome. The patient was in a critical condition. The CPR unit, if needed, allows the mattress to rapidly deflate. In the course of the investigation and further clarification to the provided data, it was found, that the mattress which was involved in the event was not inspected as it was thrown away. The service history of the mattress was reviewed and showed that the mattress had not had a CPR unit replaced before. According to the service manual, the operation of the CPR assembly should be checked as part of the maintenance program. If during the maintenance the failure is noticed, the component is repaired or replaced. It is unknown when the CPR unit failed and if the failure would be identified during maintenance, as it is unknown what caused the unit not opening. Mattress failed its specification during patients' treatment and therefore was related to the event - a delay in therapy, however the customer stated that the CPR issue did not influence the patients' outcome. A CPR unit failing to open during emergency, may lead to delay in CPR and therefore this complaint is considered reportable.

Manufacturer narrative:
The investigation is on-going. Conclusions will be available upon the investigation completion.